Event description:
Healthcare professional reported lap-band system was removed without replacement due to a "leak".

Manufacturer narrative:
Medwatch sent to FDA on 05/22/2015.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a curved puncture with leakage in the shell described as surgical damage. Analysis noted a striated break in the band tubing consistent with surgical removal of the device.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the event date or further event details. Device labeling addresses the possible outcome of leakage as follows: " deflation of the band may occur due to leakage from the bang, the port or the connector tubing."